Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral transcatheter aortic valve (tav) replacement procedure, severe aortic regurgitation (ar) due to frozen leaflets occurred after post-dilation of first 23 mm sapien 3 ultra resilia (s3ur) valve and a tav-in-tav procedure was performed, with ventricular fibrillation (vf) occurring during deployment of the second valve. The heart team deployed the initial valve with 1ml less than nominal volume, resulting in mild paravalvular leakage (pvl) observed on transesophageal echocardiogram (tee). Post-dilation was performed with 0.5 ml less than normal volume and the pvl reduced. However, considering the patient activity level and age, additional post dilation was performed with normal volume. Following the valve implant, the patient systolic blood pressure remained 50-60 mmhg and angiography revealed severe aortic regurgitation, which was thought to be frozen leaflets occurring and no leaflet motion was confirmed on tee. The leaflet of rcc position did not move. The other two leaflets were moving but it was unclear whether coaptation was normal. During preparation of the second 23 mm s3ur valve, the patient's hemodynamics collapsed. Cardiac massage was performed and extracorporeal membrane oxygenation (ECMO) was initiated. Tav in tav was performed with second valve with 2 ml less than normal volume. During 2nd valve deployment, the patient went into ventricular fibrillation. The patient was defibrillated 4 times after the second valve deployment and returned to sinus rhythm. Normal function of the second valve was confirmed and the tavr procedure was completed. The patient was weaned off ECMO and left the operating room. Per follow-up communication, brain disorder was noted after resuscitation and on postoperative day 1, cerebral infarction was confirmed.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), arrhythmias are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire, and catheter manipulation, and prolonged or repetitive runs of rapid pacing. During the transapical approach tvr procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of intra-aortic balloon pump, and/or conversion to open surgery may be required. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause of the stroke remains unknown, investigation results suggest/indicate patient factors (advanced age, female sex) likely contributed to this event. In regards to the ventricular fibrillation, the exact cause is unknown but it may have been a cascading event from the adverse events that occurred during the implant of the first thv. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturing reports being submitted for this case.